Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reports administering prescribed dose of novomix insulin after testing 18 mmol/l on the aviva system. One hour later, customer had low blood glucose symptoms; 10 minutes later customer tested 1.4 mmol/l on ambulance meter. Customer was treated with an injection (contents unknown), and his wife provided glucose tablets, bread and jam to him. Ambulance personnel monitored the customer until low blood glucose symptoms improved. Requested return of suspect device.